Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not to be at "home" position, most likely attributed to unintended user error. Upon visual inspection, the top cover was observed to be cracked near the display side handle on the platform. In addition, both front and bottom enclosures were observed broken around screw fitting areas. The observed physical damages were unrelated to the reported complaint and were appeared to be the characteristics of harsh impact due to user mishandling. All the damaged covers were replaced to remedy the issues. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Further review of the archive data indicated that around the customer's reported complaint date, the autopulse platform displayed ua12 (lifeband not present) error messages, unrelated to the reported complaint. Both ua45 and ua12 error messages were cleared by the customer. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. During troubleshooting the problem, it was noted that the clutch plate was sticky, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to the frequent use of the device. The sticky clutch plate was deburred to address the issue. Subsequently, the driveshaft was rotated to "home" position to clear the ua45 error message. The ua12 error, which was observed in the archive data files, was not replicated during functional testing, and no device malfunction was found that could have caused or contributed to the ua12 error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user tried to rotate the driveshaft to "home" position, but the attempt was unsuccessful, and the error code did not clear. The ems crew immediately switched to manual CPR to finish the call. No consequences or impact to the patient.